Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the tip of the fiber was fractured off inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. It was reported that the device involved in the incident is not available to be returned to the MFR for eval as it was disposed of by the end user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The reported complaint description could not be confirmed. The root cause for the reported defect cannot be determined. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." During the mfg process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics complaint system noted no trends for this type of complaint will continue to be monitored for trends. (B)(4).